Event description:
The user facility reported that the interventional cardiologist experienced wire perforation during a coronary procedure. Additional information was received on 21nov2023: the procedure performed was a left anterior descending (lad) percutaneous coronary intervention (pci). While shaping the run through wire, the doctor heard an audible click; however, he proceeded with the wire for the case and the result was a perforation.